Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. He resolved the issue with an infusion set change. His blood glucose at the time of incident was 58 mg/dl, so he ate and by the time he changed the set it was 90 mg/dl. Troubleshooting could not occur due to the set change. No products were shipped or returned.